Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the first dwell cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient noted a leak in one of the lines of the homechoice set, "where they all join together near the cassette". Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with the incident per the home patient.